Event description:
The event involved a 60" (152 cm) appx 0.4 ml, smallbore ext set w/clamp, rotating luer where it was reported there was resistance encountered when used in conjunction with the syringe pump. This resulted in a delay in administration due to the blocking, personnel are then required to inject manually. The event occurred during infusion; however, no harm was reported.

Manufacturer narrative:
The device is not available for evaluation; however, a lot number has been provided. A device history lot review is pending. Additional reporter: (B)(6).

Manufacturer narrative:
Investigation summary: no b2003 product samples, videos or photographs were returned for investigation. The device history record was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.